Event description:
Tyco eea 28 mm autosuture device # 017614. The surgeon used the stapler in the usual fashion, but noted that the staples did not fire/leave the autosuture device. Yet the knife cut through when used. The surgeon was able to salvage the tissue by use of a second stapler, which worked properly.